Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: simplex p cement; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites 1 proximal femur construct was revised due to infection. No further details are provided.